Event description:
It was reported the 4f spyglass pigtail kinked during the procedure and separated during pullback; the tip of the pigtail remaining in the right femoral artery. With a second puncture into the femoral artery, and by using a 9f sheath, the pigtail tip was retrieved. Reportedly there were no further consequences to the patient.